Event description:
The customer reported his blood glucose had been "around" 300 mg/dl; he doesn't remember the exact bg level. He stated that the cannula either misfired or it was pulled out from the insulin site after wearing the pod for 8 hours. The adhesive was wet and he could smell insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the product condition. User reported the cannula didn't insert properly into or was dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed, and the product lot met all acceptance criteria.